Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110 (sn: (B)(4)) device evaluation indicated that the complaint regarding the battery not holding a charge was not verified. Upon receiving, the device was in hibernation, and it was fully charged to 4.02 volts in one charging cycle despite the stimulation on. The sleep current rates were within the expected range 96 ua when the device was turned off. The battery depletion rate without stimulation turn on after the explant procedure measured 15.00 mv per day. However, it was reported that electrocautery was used during the explant procedure. An electrocautery procedure is a known source of high-voltage transient signal that can damage the u1-analogic (er2010). The patient data suggested that the battery charge was not optimal as the charging had been terminated at around 3.65 volts. Device exhibits normal charging and discharging characteristics prior the explant procedure.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an ipg replacement procedure.